Event description:
Note: the date of event is unk. It was reported to boston scientific corporation on august 22, 2008, that a stonetome stone removal device was used during an endoscopic sphincterotomy procedure. According to the complainant, the tome wire broke when no tension was applied. Procedure completed with another stonetome stone removal device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unk. Although the complainant has indicated that the suspect device is being returned for eval, it has not been received. The device eval has not been performed; the cause of the reported malfunction isk undetermined.